Event description:
It was reported that temperature sensing foley catheter would not irrigate. It was the second open heart that completely occluded in 2 weeks. Countless others have to be irrigated. Customer stand by them caused cautis too. Customer also reported foleys that were clogging shortly after insertion. It was unknown what medical intervention was reported for catheter associated urinary tract infection. Per additional information received via customer on 14dec2023, stated that customer reached out again about clogging concerns. Per follow up via phone on 22dec2023,the foleys were usually not removed. The bladder irrigation was completed and use was continued and they have had this problem for a few months. The patient had impact which includes the need for bladder irrigation and replacement of the catheter, both of which put the patients at increased risk of a cauti.

Manufacturer narrative:
The reported event was inconclusive. Visual evaluation of the returned photo sample noted one opened (with original packaging), used silicone foley. Visual inspection of the photo sample reported event was inconclusive since sample condition was poor. A potential root cause for this failure mode could be ¿tooling misalignment". The device history record review could not be performed without a lot number. The instructions for use were found adequate and state the following: "bard® temperature-sensing 400-series foley catheter MRI safety instructions important note: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. Refer to instructions for use! It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Non-clinical testing demonstrated that these foley catheters with temperature sensors are mr conditional. A patient with one of these devices can be scanned safely immediately after placement under the following conditions: static magnetic field of 3-tesla or less with regard to magnetic field interactions. Spatial gradient magnetic field of 720-gauss/cm or less with regard to magnetic field interactions. Maximum mr system reported whole-body-averaged specific absorption rate (sar) of 3.5-w/kg at 1.5- or 3-w/kg at 3-tesla for 15 minutes of scanning. Special instructions: the position of the wire of the foley catheter with temperature sensor has an important effect on the amount of heating that may develop during an MRI procedure. Accordingly, the foley catheter with temperature sensor must be positioned in a straight configuration down the center of the patient table (i.e., down the center of the mr system without any loop) to prevent possible excessive heating associated with an MRI procedure. Importantly, the MRI procedure should be performed using an mr system operating at a static magnetic field strength of 1.5-tesla or 3-tesla, only. The safe use of an mr system operating at lower or higher field strength for a patient with a foley catheter with temperature sensor has not been determined. 1. The foley catheter with temperature sensor should not be connected to the temperature monitoring equipment during the MRI procedure. 2. If the foley catheter with temperature sensor has a removable catheter connector cable, it should be disconnected prior to the MRI procedure. 3. Remove all electrically conductive material from the bore of the mr system that is not required for the procedure (i.e., unused surface coils, cables, etc.). 4. Keep electrically conductive material that must remain in the bore of the mr system from directly contacting the patient by placing thermal and/or electrical insulation (including air) between the conductive material and the patient. 5. Position the foley catheter with a temperature sensor in a straight configuration down the center of the patient table to prevent cross points and conductive coils or loops. 6. The wire and connector of the foley catheter with temperature sensor should not be in contact with the patient during the MRI procedure. Position the device, accordingly. 7. Mr imaging should be performed using an mr system with static magnetic strength of 1.5-tesla or 3-tesla, only. 8. At 1.5-tesla, the mr system whole body averaged sar should not exceed 3.5- w/kg for 15-min. Of scanning. 9. At 3-tesla, the mr system reported whole body averaged sar should not exceed 3-w/kg for 15-min of scanning." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that temperature sensing foley catheter would not irrigate. It was the second open heart that completely occluded in 2 weeks. Countless others have to be irrigated. Customer stand by them caused cautis too. Customer also reported foleys that were clogging shortly after insertion. It was unknown what medical intervention was reported for catheter associated urinary tract infection. Per additional information received via customer on 14dec2023, stated that customer reached out again about clogging concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.